Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The physician advanced the 2.0x12mm quantum maverick balloon to the lesion and on the second inflation, inflated the balloon to 8atms for less than ten seconds and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x12mm quantum maverick balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)